Manufacturer narrative:
Additional information of the auto mode feature on insulin pump has been received which was not included with the initial report. The information has been provided with this report. (B)(4).

Event description:
It was reported that customer was using the auto mode feature on insulin pump at the time of event.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's family reported via phone call that they were experienced high blood glucose. The customer¿s blood glucose value was 400 mg/dl at the time of incident. The customer¿s other blood glucose was 105 mg/dl, 114 mg/dl and 88 mg/dl. The customer was treated with insulin pump for high blood glucose. The customer stated that they eat some carbs. The insulin pump will not be returned for analysis.